Event description:
It was reported that the patient had diaphragmatic stimulation. The patient had twiddler's syndrome and the right atrial and right ventricular leads were "partially retracted back" as the result of the patient twiddling with the device. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565 implantable tachy lead (B)(6) 2011; d274drg implantable cardioverter defibrillator (B)(6) 2011. (B)(4).